Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the date of the initial procedure: (B)(6) 2017. Did all sutures break during the same procedure: yes. If not, how many separate procedures did this happen in: na. Are any used or unused samples being returned for evaluation: unused products will be returned. What action was taken to manage the problem during the procedure: completed with same like product. Is this an adverse event: yes. Adverse event outcome: other. What was the current condition of the patient: stable. Relevant history / pre-existing medical conditions: hypertension, previous surgery. Attempts are being made to obtain the following additional information. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a femoral popliteal bypass procedure on (B)(6)2017 and three sutures were used. The sutures broke when trying to repair a bleeding femoral artery. The patient lost 600 ml of blood which was contributed to the suture breaking and prolonging the repair of the actively bleeding vessel. The procedure was prolonged by 25 minutes. The problem was managed during the procedure with the same like product. The current condition of the patient was stable. Additional information has been requested.

Manufacturer narrative:
Representative samples were returned for evaluation. Visual inspection was performed and the needles were attached to the sutures. The swage area of the needles-suture was examined and no attachment defects were noted. Functional inspection was performed for tensile strength and the samples met the requirements.